Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine cutting balloon was selected for use. During unpacking, the balloon was noted to be ruptured. The procedure was completed with a different device. No complications were reported, and the patient was stable after the procedure.